Event description:
It was reported that the device detected false pause and atrial fibrillation (af) episodes due to undersensing and oversensing. The device is still in use. No patient complications have been reported as a result of this event.